Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was unresponsive. It was noted that the audio bolus button was intact. The patient denied damaged to the keypad or the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow keypad button was intermittently unresponsive; required multiple presses and excessive force to elicit a response. The keypad cover was removed and the 'ok' button contact was found to be misaligned. All of the remaining keypad buttons responded as expected. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.